Event description:
It was reported that during a pulsed field ablation procedure, a pericardial effusion was observed on intracardiac echocardiography (ice) after the catheter was withdrawn from the left atrium and into the right atrium. A pericardial tap was performed to remove blood from the pericardial space. A cardiothoracic surgeon was consulted, and a median sternotomy was performed. It was further reported that upon direct visual inspection of the heart, there were no perforations noted and no active bleeding. The patient regained hemodynamic stability and remained stable. The procedure was aborted while the patient was under general anesthesia. The patient's hospitalization was extended for an unknown duration. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.